Event description:
It was reported that the ventilator shut down twice while connected to a pt. No pt harm reported. It is unk if the ventilator audibly alarmed when the reported problem occurred.

Manufacturer narrative:
Na